Event description:
Surgeon reported a patient death as follows "combined band and abdominoplasty due to huge size of apron. Unable to insufflate abdomen due to weight of apron. Open insertion of band - very straight forward once opened. No obvious problems. "A day and a half post operative surgeon notes "[patient] found to be well and stable, tolerating fluids at midnight. Found dead in hospital bed at 3am. Code called, unsuccessful. Thought by code team to be cardiac or pe event. Case offered to medical examiner. They declined a post mortem. Family didn't want tone. Patient cremated. I think patient probably had a cardiac event." The surgeon does not believe that his death is related to the lap-band. This event is being reported because inamed corporation's approach is to resolve all doubt in favor of reporting.